Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system catheter was returned for analysis. Visual examination of the stent found the stent struts on the midsection were noted to be lifted and pulled distally. The undamaged stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found a kink in the hypotube lasercut region at 110.4 cm distal from distal end of strain relief. This type of damage is consistent with excessive force that could have been applied to the delivery system. Visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14-jun-2019. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in a mildly tortuous and moderate-severely calcified mid left anterior descending artery. A 2.50 x 38 synergy drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed stent damage.